Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: 2.5 x 15 nc. Guide wire: bmw extra support. Inflation: 20/20 guide cath: jl4 7f. Evaluation summary: evaluation of the returned product noted thick blood in the guide wire lumen and crystallized contrast in the inflation lumen and hub, which is consistent with preparation and the sds advanced over a guide wire. The stent was stationary on the tightly folded balloon between the markers with no damage noted. The proximal end of the balloon was wrinkled. The shaft was bunched 7.3 cm distal to the guide wire exit notch, for a length of 2 mm. The bmw guide wire was returned frozen in the guide wire lumen of the returned sds. There was 18.3 cm of bmw guide wire protruding out from the tip of the returned sds. The bmw guide wire was returned with blood and contrast on the coils, which is consistent with the guide wire being used in the patient as reported. The tip coils were pushed distal from the center solder, for a length of 2 mm. There was a bend in the tip 9 mm proximal to the distal end. There was a kink in the tip 4 mm proximal to the distal end. There offset and overlapping intermediate coils proximal to the center solder, for a length of 7 mm. The noted stretched tip coils, offset and overlapped intermediate coils, and bend and kink in the tip are consistent with interaction with the lesion anatomy and interaction with the sds during the procedure as no damage was reported during inspection prior to use. Additionally, the center solder was corroded and the tip ball was not present due to corrosion which appears to be due to transportation back to abbott vascular for evaluation, as it was not reported during preparation. An attempt was made to measure the solder joints of the bmw guide wire guide with a hole gauge, but the guide wire would not advance past the offset and overlapping intermediate coils, which did not meet manufacturing criteria. A laser micrometer was used to measure the outer diameter of the returned guide wire and the outer diameter met manufacturing criteria. The tip of the guide wire was tugged on to confirm that the core and shaping ribbon were intact. An attempt was made to remove the returned bmw guide wire from the guide wire lumen of the returned sds, but the returned guide could not be removed due to the thick blood in the guide wire lumen of the returned sds. The returned bmw guide wire and returned sds were placed in the water bath for five days, in an attempt to dissolve the blood in the guide wire lumen of the returned sds. Another attempt was made to remove the returned bmw guide wire from the guide wire lumen of the returned sds, but the returned bmw guide wire still could not be removed. In this case, it is likely that the coagulation of blood in the guide wire lumen and on the guide wire contributed to the resistance with the guide wire. It was reported the guide wire was previously used in the procedure, which also may have contributed to the damage noted. In certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. An attempt to move the wire in this reduced clearance condition can cause the coils to bunch up, increasing the diameter of the guide wire, which in the extreme condition can cause coil overlap. If the resistance is not reduced and continued force is applied to the system, the result is permanent deformation of the wire and/or guide wire lumen. Further, during the attempt to remove the sds from the guide wire, if force was used as resistance was encountered; would contribute to the bunching of the balloon and shaft. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of a product deficiency, all sds are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, all guide wires are visually inspected for damage during manufacturing and quality control performs on line reliability testing to verify product quality. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. In this case, the reported difficulties appear to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. The patient anatomy was heavily calcified which likely contributed to the reported failure to advance.

Event description:
It was reported that after pre-dilatation and successfull placement of a stent at the distal section of the lesion, a no-cross occurred with the xience v stent delivery system (sds) for a procedure in the proximal and mid left anterior descending artery. Retrieval of the sds through the guide catheter was not possible as the sds would not advance or retract over the guide wire, which was previously used to place the distal stent. Therefore, the devices were retrieved as one system and another xience v sds and guide wire were used to overlap the distal stent and complete the procedure. No patient effects were reported. No additional information was provided.